Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The next day, the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum (1 gm once daily), reflin (1 gm and once daily) and injection vancomycin (weekly once) (routes of administration not reported) for peritonitis. The outcome of the event was unknown. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).